Manufacturer narrative:
Based on the visual examination and the functionality testing, the instrument was cycled repeatedly and it functioned as intended. The reported incident could not be duplicated. Co reviews each incident as it occurs in an effort to continuously improve the products.

Event description:
During a diagnostic laparoscopy the trocar malfunctioned. The surgeon said that the abdomen could not be entered with the instrument. A second device was opened to complete the procedure. There was no consequence to the pt.